Manufacturer narrative:
The subject device was not returned to omsc for evaluation, but the photograph was sent. The photograph showed that the ptfe pad was separated from the grasping section of the subject device. The manufacturing record of the affected lot number was reviewed with no irregularities. Omsc could not determined the root cause of the reported event because the subject device was not returned. However, based on the similar event, the ptfe pad is most likely to fall off due to a local increase of the temperature by activating output while the grasping section is closed without any tissue. Improper handling could not be ruled out as a contributory factor to the reported event. The above handling has already been restricted on the instruction manual of the subject device. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during an anal laparoscopic procedure, with the second activation of the seal and cut mode, the ptfe pad of the subject device fell off. The procedure was completed using another similar device. Further info could not be obtained.